Event description:
A doctor alleged that multiple patients had experienced voids within their restoration after placement with premise composite.

Manufacturer narrative:
Specific patient information with regard to the exact number involved, genders, ages, or weights could not be recalled by the doctor. The doctor drilled out the composite and replaced the restoration during the same office visit for each of the patients. To date, each of the patients is doing fine. A 'depth of cure' and 'visual inspection' test of the returned product was performed, yielding results within specification. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.